Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic and upon device interrogation, noise was noted on the atrial and ventricular leads. Isometrics were performed and noise was reproduced. Physician reprogrammed the device. Review of the session records showed both leads with multiple emi noise, which exhibited true lead noise that suggested it could either be lead to lead abrasion or clavicular crush. Further programming change or lead revisions were discussed.

Event description:
New information received notes patient presented in clinic for a follow-up of noise on both leads, and noise was still observed on both leads. Physician reprogrammed device to unipolar sense to both tip and ring and noise could still be reproduced when device was manipulated. Device was then reprogrammed back to bipolar and sensitivity was decreased on the right ventricular lead. Physician and patient elected not to perform any intervention and patient will return in august for a clinic follow-up. Patient was asymptomatic.